Event description:
It was reported that the ilet charger did not function when connected to power, with no indicator light and no charging, despite attempts with alternate outlets; the user was advised that a 10 w qi wireless charger could be used temporarily and a replacement charger was arranged. Symptoms included no adverse physiological effects and no changes in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included product troubleshooting with user education. Investigation of this case revealed a suspected charger malfunction preventing power delivery to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the external charger.

Manufacturer narrative:
Initial.